Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tips of two ophthalmic handpieces were separated from hub which was found before intraocular lens implantation surgery. Surgery was completed after replacing handpiece with a new one. There was no patient harm.

Manufacturer narrative:
Additional information was provided in sections h.3, h.6 and h.11. Corrected information was provided in section d.9. Two opened intrepid coaxial polymer conical disposable I/a handpieces were returned for the report of broken tips. The returned samples were visually inspected and found to be non-conforming. Sample 1 was observed to have a broken off polymer I/a tip at the over molded hub area with the cannula bent near the tip area. Sample 2 was observed to have a bent /cracked cannula near the bent area on the cannula. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The returned non-conforming samples were received opened. How and when the I/a tip became damaged cannot be determined from this evaluation; therefore a root cause cannot be determined for the complaint as described by the customer. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All handpieces are 100% visually inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).